Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 434 mg/dl. Customer was able link the meter and transmitter to insulin pump. Customer declined troubleshooting for hyperglycemia. Customer stated that they ate too many carbs. Customer was able to program basal rates and bolus wizard settings before calling. The devices will be not returned for analysis.